Event description:
The pump was returned for evaluation. During investigation, the complaint was confirmed. Som crash confirmed in logs. Unable to reproduce this complaint due to the fact the lvp was unable to be powered on and therefore inoperable. Visual inspection revealed that a component located at the l106 position on underside of main pcba was broken off and moving freely about the cavity.

Event description:
The following has been reported: biomed reports- red alarming loudly, frozen screen. No reports of any patient harm nor stopping an active infusion. An initial review of the device logs reveals the following: processor hardware failure (linux core). An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.